Event description:
It was reported that the patient presented in-clinic after receiving an hv lead impedance alert and some vf episodes. An x-ray was performed and externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.